Event description:
It was reported a device component detached inside of the patient. A fathom 16 .016 perph gw 180x25cm guidewire was selected for a transarterial radioembolization (tare) procedure. During the procedure, the distal tip of the fathom 16 .016 perph gw 180x25cm guidewire detached inside of the patient. The detached component was removed through a catheter. There were no patient complications as a result of this event.